Manufacturer narrative:
The pump was received with all buttons functioning properly. No traces of moisture were noted at electronic or motor assemblies. No unexpected pump going into suspend mode was noted. The pump had a cracked case at the display window corners, and minor scratches on the lcd window.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The customer's blood glucose level was 154 mg/dl. The customer stated the keypad buttons press on their own and put his insulin pump into suspend. Standard troubleshooting was performed. The keypad was exposed to moisture in the form of sweat. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).